Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl acetabular system - left hip; reason for revision: femoral neck, fracture on resurfacing (within 3 months of post op).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) . Reason for original complaint - asr revision, hip(s) to be revised: left, type of hip replacement product: asr xl acetabular system, reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op). Incorrect see below update received (B)(6) 2014. Implant and revision date, revision reasons amended. Additional hospitals added. Reason(s) for revision: pain, alval / soft tissue reaction. This is the second part of a resurfacing to xl revision. Cup was implanted on (B)(6) 2009. All other products implanted on (B)(6) 2009. All products revised (B)(6) 2013. Correction added (B)(6) 2013. Update received (B)(6) 2014: patient name, additional reference number. This is the second part of a resurfacing to xl revision - see com (B)(4) for first revision. Update received: (B)(6) 2014 - added cross reference from additional information to complaint description, marked as legal, added (B)(6) reference number and added manufacturing dates. Also added patient initials to patient ID box.